Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance and a possible setscrew issue was suspected. During the revision procedure, the physician provided more slack to both of the leads and confirmed that blood was possibly blocking the header. Tug test was performed and the device was placed back in the pocket and the pocket closed. No patient complications have been reported as a result of this event.